Event description:
Intera oncology received a complaint report from a physician on april 18, 2025, stating that a pump was fast-flowing when he accessed the patient's pump on (B)(6) 2025, during a refill appointment. He stated that the residual volume was less than 1ml. A representative from intera oncology communicated with the physician on april 23, 2025. The physician planned on accessing the pump on (B)(6) 2025, to confirm if the flow rate is back to the expected rate. Later in the day, the physician informed intera oncology that the patient's pump is back within the normal range (1.2 ml/day).

Manufacturer narrative:
The device history record, rtr-0883-20001, ln 29726471, was reviewed. The pump was manufactured on august 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. A representative from intera oncology communicated with the clinic's representative multiple times. It was agreed that the pump was going to be accessed on (B)(6) 2025, to confirm that the flow rate is as expected. In addition, it was agreed that an intera representative will be on-site to provide live support for all future cases. On (B)(6) 2025, intera oncology was notified by the clinic that the patient's pump is back within the normal range (1.2 ml/day). The pump remains implanted to the patient. Therefore, the cause of this incident is inconclusive. Note: intera oncology has asked the clinic multiple times for the required patient information. This clinic has not responded to our request.